Manufacturer narrative:
Patient code (B)(6) is being used to capture the additional intervention performed.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements of up to 125 ohms. Troubleshooting and programming options were discussed with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that a synchronized 41 joule shock was delivered to test the integrity of this system due to shock impedances of 143 ohms. The delivered shock resulted in shock impedances of 101 ohms, and painless shock impedance measurements were 135 ohms afterward. The shock impedance alert was reprogrammed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements up to 125 ohms. Troubleshooting and programming options were discussed with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.